Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Medical device lot #: an invalid lot # of 17f05-t was provided by the initial reporter. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd neutraclear¿ needle-free connector experienced device damage while still considered operable. The following information was provided by the initial reporter: the problem is that the orange part doesn¿t come up after you make the disconnection. This may cause a leakage of the catheter.

Event description:
It was reported that the bd neutraclear¿ needle-free connector experienced device damage while still considered operable. The following information was provided by the initial reporter: the problem is that the orange part doesn¿t come up after you make the disconnection. This may cause a leakage of the catheter.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 02-nov-2022. H6. Investigation summary: four el-nc1000 samples from lot 17f05-t were received for investigation, additionally one packaging label was also received. The customer reported that they observed that the pistons were recessed, however the pistons of the four samples were received in the closed position. The details of this feedback were shared with the legal manufacturer of the product, cair lgl for investigation. Their analysis did not identify any manufacturing defects which may have contributed to the customer's experience; furthermore functional testing did not identify any issues, with the piston noted to return to the closed position as soon as the syringe was disconnected from neutraclear component. A review of the production records from lot 17f05-t did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature; however it was noted that the products had expired in may 2020; in this instance it was not possible to confirm if this may have contributed to the customer's experience.